Manufacturer narrative:
The reported event of unable to implant due to shape anomaly was not confirmed. As received, a complete lead was returned in one piece for analysis. Inspection did not identify any anomalies.

Event description:
It was reported that the patient presented during implant procedure. During procedure, the atrial lead was not installed because the physician was discomfort in the shape of the lead. The implant procedure was completed without further complications. There were no patient consequences.